Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, a bacterial infection presented some six months post-operatively and the source and strain of the infection were not identified.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 9 months 14 days (9.47 months) due to endocarditis and replaced with the same model and size device. Per operative report: this is a (B)(6) year old gentleman who underwent aortic valve replacement at the end of (B)(6) 2010. He unfortunately developed prosthetic valve endocarditis in (B)(6) 2010, for which he has been treated with intravenous antibiotics since then. He has developed some marked dyspnea, especially on exertion, and this has been impeding his quality of life. His transesophageal echocardiogram confirmed the presence of vegetations, as well as significant paravalvular leaks and possible dehiscence of the posteromedial ring of the valve. There was also a moderate degree of aortic valve stenosis. In view of these findings, the patient was referred for surgical consultation and surgery. Intraoperative findings: the valve leaflets were significantly sclerotic and calcified. Vegetations were found on the ventricular surface of the left coronary cusp, as well as the non-coronary cusp. There was fusion of the right and non-coronary cusp. There was partial dehiscence of the posteromedial commissure. There was cavitation present which required some debridement and autologous pericardial patch closure. The valve was removed without any problems. All pledgets were accounted for.